Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient¿s sensor failed but the patient did not remove the sensor because she thought it was ¿just a connection issue and tried to troubleshoot it¿. On (B)(6) 2025, upon waking up, the patient was preparing to insert a new sensor, but she felt shaking, clammy, was unable to stand on her own, and had presyncope. The patient¿s husband assisted her in sitting down and tested her bg meter reading, which was 38 mg/dl. The patient¿s husband treated the patient with glucose tablets and then helped her lie down in bed. After approximately 20 minutes, the patient felt a little better and then after another 30 minutes, the patient felt "fine". There was no documentation of the patient seeking any assistance from a higher level of care. The patient was feeling ¿fine¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause could not be determined via data. No additional event or patient information is available.